Event description:
It was reported that the pulse generator exhibited backup vvi mode and could not be restored due to low battery. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final anlysis confirmed normal battery depletion.